Manufacturer narrative:
Additional information has been provided in g.1., g.2., d.10., h.3., h.6. And h.10. The company service representative examined the system was able to confirm (sm) [abnormal system shutdown] in the event log. However, the company service representative was unable to replicate the reported event. The host module was replaced as a preventative measure (pm). The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the start up of the machine the system shut down. There was an automatic restart of the device and an error was displayed. There was no patient involvement. Additional information has been requested and received.